Event description:
It was reported by the customer that a pyxis medstation es system patient's orders were not current. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the active directory system was faulty. A technical support specialist connected with customer, confirmed that the issue was resolved by customer. Serial number, UDI and manufacturer date were kept blank and requested tsc for the affected device serial number. The device functioned as intended after the customer resolved the issue.